Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The ail pcb was recalibrated. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
During service at baxter, it was discovered that a colleague infusion pump had failure code 810.04 that was caused by the ail pcb (air in line printed circuit board) out of calibration. There was no documented patient injury or medical intervention associated with this report. No additional information is available. The user interface module master software version for this device (B)(4) categorized as remediated.

Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6) 2010, the patient developed peritonitis. On (B)(6) 2010 the patient was hospitalized for peritonitis. The cause of the peritonitis was unknown. It was unreported if treatment was provided. Pd therapy was ongoing. On (B)(6) 2010, the patient was discharged from the hospital and had recovered from the peritonitis.